Manufacturer narrative:
A DHR (device history record) was completed on for this product and no deviations, non-conformances, or reworks were observed. Animas has received the pump involved with this complaint and completed device evaluation on 09/19/2011. Product analysis confirmed that the up arrow was intermittently working. The keypad was removed and adhesive (contamination) was found under the contacts.

Event description:
The reporter contacted animas to report that the up arrow keypad button is sticky and that it requires multiple presses to activate the desired pump functions. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.